Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the control panel was broken. The control panel assembly, apl valve, and guage were replaced, and the unit was returned to service.

Event description:
The hospital reported bag vent switch was broken, possibly causing an inability for the switch to operate as expected. There was no report of patient involvement.